Event description:
Procedure: robotic right radical nephrectomy. According to the reporter: anatomy involved: right renal vein. Current patient status: stable. Stapler was cycled prior to insertion into trocar and as functioning properly. Stapler was then closed down onto renal vein, green button was pushed to prepare for firing but the handle stayed in the locked position and would not advance the knife blade/lay staples. Jaws of stapler were able to be opened using the black knobs on back of handle, but procedure was converted to open nephrectomy per doctors order. Delay in surgery was greater than 30 minutes. Procedure was switched from laparoscopic to open so affect on pt is related to difference between open and lap. No reinforcement material was used.

Manufacturer narrative:
(B)(4).